Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an error message "clean contacts" halfway through the case. The customer cleaned the contacts but the error occurred again. The issue occurred during an unspecified procedure. There were no reports of patient harm. The case was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause, neither the cause of occurrence could be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic laparoscopic total histerectomy.